Event description:
The customer reported to philips that the device's monitor does not work. The customer corrected his report by stating it was a bluetooth setting error. There was no reported patient involvement.